Manufacturer narrative:
Evaluation summary: there are no definitive causes that explain the reported osteolysis. Evaluation: the product stated in the complaint was not returnd for review. The device history records were reviewed and found to be intact and conforming, indicating manufacture to specifications. No x-rays were returned with the complaint.

Event description:
It is reported that the device was implanted in 2001. Post-op, the patient showed osteolysis with massive destruction beyond the corticalis (as per CT-finding) with suspicion of generating a malignant tumor. Device was revised in 2007, and cyst was found.